Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having six black spots on his brain. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to CPAP device's sound abatement foam. The patient alleged having six black spots on his brain. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. This notification was reviewed by the pms clinical expert due to the patient reporting his doctor told him there are 6 black spots on his brain. No medical intervention/treatment or additional information was reported. Attempts have been made to obtain additional information and have been unsuccessful. The patient makes no allegation of any specific device malfunction relevant to the harm reported. Hence, the event is assessed as not related to the recalled device (i.e. A foam degradation concern) in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.